Event description:
Customer reports inconsistent inr results between protime microcoagulation system and an unspecified lab instrument. This report is for pt 2 of 2. Pt therapeutic range 2.0 - 3.0. Inr. In 2009, protime inr 5.5. Vs lab 6.83. No adjustment in coumadin dosage made. No reports of adverse events, serious injuries.

Manufacturer narrative:
Manufacturer: manufacturer evaluation/investigation currently in process. Manufacturer results: manufacturer evaluation/investigation currently in process. Manufacturer conclusions: manufacturer evaluation/investigation currently in process.